Event description:
It was reported that during insertion of the io needle when the needle was approximately half way into the pt,the driver lost power. The paramedics then arrived on the scene and were able to place a peripheral line within 2 mins and they administered fluids and meds. There was 5 mins of CPR begun prior to ems arrival with the ez-io equipment. The pt was "down" without CPR for at least 9 mins. The pt expired and was not transported to the hosp. The product malfunction did not contribute to the overall delay in treatment, as the fire dept personnel who attempted to place the io are not legally permitted to administer medications. Therefore, this product issue did not cause or contribute to this patient's death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and the driver appeared to have no signs of cosmetic or physical anomalies and a review of manufacturing records did not yield any relevant findings. The led indicator light flashed green when the trigger was actuated indicating that the device has power. The device was subjected to functional evaluations including: rpm evaluation, sawbone insertion, force to bog down test, motor inspection, battery test, and firmware analysis. The device demonstrated sufficient power to perform medium and hard bone insertions. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone." The reported complaint could not be confirmed. However, the potential root cause is operational context, as proper technique is required when using the device. No further action will be taken.